Manufacturer narrative:
Additional information: d9, h3, h6, h10. H10: the device was received for evaluation. During functional testing, the reported problem "white screen" was confirmed at power up of the device. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was attributable to fluid intrusion on the processor board. The processor board is required to be replaced to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed a white screen. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.